Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified. However, a different issue was identified. There was damage to the usb pins.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred and the battery gauge was fluctuating resulting in the pump shutting down. The customer's blood glucose was 181 mg/dl. The customer will continue to use the pump for insulin delivery and multiple dose injections as needed. A replacement pump was sent to the customer.